Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2208500. Model: sc-2208-50. Serial: (B)(6). Batch: 171912/a45211. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 228919/276276. Product family: scs-extension. Upn: m365sc3138550. Model: sc-3138-55. Serial: (B)(6). Batch: 154543/160855.

Event description:
It was reported that patient was experiencing difficulty in charging the ipg. The patient underwent an explant procedure. All device components were removed and will not be returned.